Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs pgvl video monitor, catalog: 0231-0003, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, intermittently there was no video or a black screen when the gvl monitor and gvl cobalt baton 3-4 were in use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.